Event description:
The patient stated his infusion device was beeping continuously and "77" was displayed on the screen. The patient stated the power pack had been in use for at least 1 month. The patient stated he was aware of the power pack recall but he had been in the hospital for the past month (due to an unrelated issue) and had not changed the power pack. The patient inserted a new power pack into the infusion device and it operated properly. The patient stated his blood glucose was elevated to 300 mg/dl. He stated his normal range is 100-130 mg/dl. He did not report any symptoms of high blood glucose. The patient gave himself a bolus with his infusion device to lower his blood glucose. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
H6: no product will be returned for evaluation.